Event description:
It was reported, "the study coordinator reported that the participant received 1st stage tkr revision surgery on (B) (6) 2010 for suspected infection of the primary joint replacement. It was further reported that the patient is being treated in hospital and awaiting further management plans. The study coordinator has been requested for further information.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.